Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lead was explanted and replaced due to dislodgement. Loss of sensing and capture was noted. There were no adverse patient effects reported. This is all of the available information at this time. Should additional information become available, this event will be updated.